Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported left side "leaking valve" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings anterior assessed as surgical damage. ¿ valve leak and/or damage: observed a cracked valve seat diaphragm valve. Additional observations: ¿ crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional reported left side "leaking valve". Device has been explanted and replaced.